Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving an unknown drug, concentration and dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the residual volume at refill was significantly more than expected. There were no known environmental, external or patient factors that may have led or contributed to the issue. The pump logs were read and a motor stall was noted. A replacement was planned and would be scheduled. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
Interrogation of the pump found that it was being used to deliver lioresal (1750 mcg/ml at 1300.3 mcg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion/wear/lubrication on the motor gear train, and a stall due to shaft bearing. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.